Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated multiple alarms and an alert 65 indicating audio alarm not audible, with the user restarting the device several times to resume insulin and ultimately being advised to replace the ilet and use backup therapy; the event was associated with a reported lowest blood glucose of 40 mg/dl treated with oral glucose after the user removed the dexcom sensor. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. And receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.